Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Functional testing found the device would not power on with the original battery pack but did power on and function normally in both modes when connected to a lab battery pack. Visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack. The batteries were installed in the correct orientation inside the pack. There did not appear to be damage to the wiring of the pack. No other damage was found. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: foreign: japan.

Event description:
It was reported that prior to surgery, the water pressure in the pv system was so weak that it was unusable. The surgeon used another product. There were no reports of deformations or leaks in the battery. There were no reports of inadequate saline bag placement. There is no information available on the mode of operation. There is no information available regarding the working time and there was no report of any non-compliance with usage instructions. There was no patient harm/injury or surgical delay as there was no patient involvement. During device evaluation and visual inspection of the interior of the battery pack found the batteries had leaked electrolyte inside of the pack. Due diligence is complete and there is no additional information available.